Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, noise was observed on the right atrial (ra) lead. The patient was brought in-clinic and the noise could not be reproduced. No intervention was performed, the patient will be monitored.